Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was used during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6), 2009 ((B)(6) male). According to the complainant, during the procedure the stent was deployed inside the esophagus. The green suture broke when the physician attempted to reposition the stent proximally by grasping it with alligator rat tooth forceps. The physician successfully repositioned the stent 2cm. Proximally by grabbing the stent wires. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(B)(4) - (stent suture broke). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).